Manufacturer narrative:
Brake pedals. Bent brake pedal due to normal wear/deterioration. Another brake pedal broken due to misuse.

Event description:
It was reported by service report that the brakes won't hold. No pt involvement or adverse consequences are reported.